Manufacturer narrative:
The initial MDR 1219913-2021-00502 was filed on (B)(6) 2021. Additional information - december 23, 2021. An outside the us customer observed an initial false elevated centaur xp tnih result on one patient. The repeat result was low, less than instructions for use (IFU) 99th % cutoff of 45 ng/l. Siemens reviewed the available information to determine probable cause and evaluate for potential product issue. Qc was in range at the time of the event which is indicative of a sample/patient specific incident. Sample handling information was requested but not provided by the region. Pre-analytical variables can affect the quality of the sample, and deviation from recommended best practices can impact results. While there is insufficient information to determine the cause of the false positive result, siemens cannot rule out pre-analytical variables or sample specific issues as contributing factors. No potential product issue is observed. The customer is operational. No further investigation required. H6 codes have been updated.

Manufacturer narrative:
An outside the united states customer observed an elevated advia centaur xp high-sensitivity troponin I (tnih) result from a sample that was considered discordant on comparison with the repeat result. Interpretation of results of the instructions for use states the following: " results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." Siemens is investigating.

Event description:
Customer observed an elevated advia centaur xp high-sensitivity troponin I (tnih) result for a patient sample compared to the repeat result. The result was reported and questioned by the physician. There were no reports that treatment was altered or postponed or adverse health consequences due to the discordant elevated result.